Event description:
It was reported that during an unspecified treatment procedure a catheter break occurred. This 2.50mm x 9mm maverick²¿ balloon catheter was selected; however, the catheter was broken approximately at the half. No patient complication were reported and the patient status is stable.

Event description:
It was reported that during an unspecified treatment procedure a catheter break occurred. This 2.50mm x 9mm maverick²¿ balloon catheter was selected; however, the catheter was broken approximately at the half. No patient complication were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the balloon was tightly folded. There were multiple hypotube kinks. The hypotube was completely separated 56.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).